Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lead integrity alert was reported. It was determined there were non-sustained ventricular episodes suspected to have been due to electromagnetic interference. It was also reported the r waves were small, the impedance was low, which was followed by becoming "too low," and suddenly became somewhat low again." Re-programming was suggested. A request for additional information was made but not received. The device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Re-programming was not performed and the patient is under close follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.